Event description:
Through gore's device tracking update mailer, info was received from the physician that this pt required intervention to repair an endoleak (type unspecified) in 2004, approx one year post-implant.